Event description:
Procedure type: lap chole. According to the reporter: while using for an abrasion, the tip of the blade was broken. The broken blade was retrieved from the cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).